Event description:
It was reported that the patient presented in hospital on (B)(6) 2014 and the right atrial lead exhibited noise. It was noted that the lead had fractured. No intervention was reported. No further information could be obtained. The lead was electively explanted on (B)(6) 2014 due to an unrelated issue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.